Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that yesterday, while they were charging their implant, patient saw system problem rm03 message. Patient mentioned that the recharger was hot warm, warmer than usual but not to the point for them to get burned. Agent had patient check the recharger for any visible damage, patient confirmed no visible damage. Agent had patient reset the controller and had patient start a recharging session. Patient confirmed they were able to charge with excellent recharge quality. Agent had patient monitor the issue, patient insisted on replacing the recharger. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 h3: analysis of the product ID 97755-s. Serial# (B)(6), revealed antenna test temp//6526.9/fail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.